Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 69.2 cm - 69.9 cm, 71.1 cm - 71.5 cm and at 71.2 cm - 71.4 cm from the connector pin. Further analysis found that the re cable appeared to abrade the re cable lumen towards the inner coil at 70.1 cm - 70.4 cm from the connector pin.